Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose at the time of the incident was 346 mg/dl. Troubleshooting was performed and the customer was able to prime without an alarm. It was explained that the alarm was caused by a set/reservoir occlusion. The reservoir will not be returned for analysis.